Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Per visual inspection: missing injection foot and missing dosing window. Broken off piece at the cartridge holder and inpen front shell does not stay attached. Bent leadscrew dreiver noted during visual inspection. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Inpen was also received with bent leadscrew driver. In conclusion no insulin is dispensed when the injection/dose button is pushed due to missing injection foot and bent leadscrew driver. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage inpen. The customer reported no adverse event. Troubleshooting was performed and replaced inpen. The event involved product(s) mmt-105nnblna. Customer reported broken/damaged inpen. Inpen replacement initiated. No harm requiring medical intervention was reported. Mmt-105nnblna was requested and the device was returned.